Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full initial reporter name is (B)(6). Updated fields -b4, e1 (initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the helium related malfunctions. Additionally, the fse replaced these parts (d997-00-0644) upper panel assembly, (d334-00-1811) pt label and (d334-00-1813) trainer/ on-off label) because of cosmetic issues. The unit passed all functional and safety tests as per manufacture's specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character restrction in block e1. E1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) not releasing helium. There was no harm or injury reported.